Event description:
A medtronic representative reported that, while in a training session, the fusion navigation system monitor display would intermittently flicker to a black screen. In trouble-shooting the medtronic representative was able to replicate the behavior using a different fusion monitor with the system. There was no patient present.

Manufacturer narrative:
Investigation involved visual inspection and functional testing of the monitor display. Computer upgrade resolved the issue. Performance test performed after computer upgrade determined system was fully functional.